Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the incoming pulse test with associated service code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed the incoming pulse test with associated service code 203. The cause of the pulse test failure is a damaged r84 (current sensing resistor) and broken solder connections at u901 (quad micro power op ammp). The root cause of the damage cannot be positively identified but is likely severe mechanical impact, as the monitor case showed evidence of physical abuse. No adverse event resulted from the damaged r84 and u901 components. The pt received a replacement monitor.